Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas generated alert 32 indicating a delivery motor communication error, which was verified in the device history, and the user was instructed to restart the pump with confirmation that therapy, settings, and learning would be preserved; the alert recurred after restart and the device was replaced, with education provided on backup therapy and return procedures. Symptoms included no reported adverse clinical effects, and the reported blood glucose was 161 mg/dl. Outcomes included device replacement and continued cgm use with the user¿s phone or receiver until the replacement arrived. Investigation included review of device logs and user-reported history and confirmation that the device was adequately charged and restarted. Investigation of this case revealed a persistent motor processor communication malfunction consistent with a delivery motor communications failure that did not resolve with a restart, supporting a device component communication fault. It was concluded malfunction was related to a communication failure within the delivery motor control path.